Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The console was tested after arriving in danvers. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a purge disc/flag issue that was resolved by changing the console. No patient harm was reported.